Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Tandem technical support arranged to send a replacement charging cable and wall adapter. Pump began charging using replacements.